Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the choice pt extra support jtip guidewire fractured and remained in the pt who died 4 hours later. The lesion being treated was a calcified lesion in the right coronary artery (rca). The physician used a metal introducer sheath for vscular access and a luge guidewire and a williams guide catheter to cross the lesion, then predilated the lesion with a maverick 15/2.0 mm balloon for placement of a driver 3.0/15 mm stent. The driver stent would not cross the lesion. For additional support, the physician attempted to deliver a choice pt extra support guidewire which would not pass the stent. He removed everthing and exchanged the willaims guide catheter for a medtronic 3d extra support guide catheter. He then attempted rewiring with the choice pt extra support guidewire, but it became ledged in the vessel. When the physician pulled on the wire, the tip unraveled and came off. Attempts to snare the detached tip were unsuccessful and it remained in the pt. The pt died from a myocardial infarction four hours after this procedure.